Event description:
It was noted during testing, by the customer, that although the device would turn on, the device display remained blank. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.